Event description:
It was reported that an ilet user experienced hyperglycemia during a supply change involving a steel infusion set and cartridge, and insulin delivery resumed after guided troubleshooting. Symptoms included elevated blood glucose of 268 mg/dl consistent with hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and resolution after education and troubleshooting. Investigation included customer service troubleshooting and user education focused on infusion set and cartridge replacement. Investigation of this case revealed no device alarms or malfunctions and suggested user-related handling during the supply change as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.